Manufacturer narrative:
Philips service restarted the system and advised bodyguard adjustment. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the table/arm did not move, causing fluoroscopy to be interrupted on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.